Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective device exchange procedure. During the procedure, the left ventricular lead exhibited high out of range pacing impedance when it was connected to the new device. Programming changes were performed to resolve the issue. Patient condition was stable.